Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, aes-90sn, aes-90sn probe assy,suct,sin, was used during a shoulder arthroscopy on (B)(6) 2021 when it was reported ¿the metal tip (the tungsten plate) dislodged in the midst of ablation and fall off in patients shoulder and surgeons can't find it.¿ there was no report of injury, medical intervention, or hospitalization for the patient. This event caused a 5-minute delay, and then a werewolf rf probe from smith and nephew was opened to complete the procedure. This report is being raised on the basis of injury due to component assumed to have been left in patient.

Event description:
The customer reported that the device, aes-90sn, aes-90sn probe assy,suct,sin, was used during a shoulder arthroscopy on (B)(6)2021 when it was reported ¿the metal tip (the tungsten plate) dislodged in the midst of ablation and fall off in patients shoulder and surgeons can't find it.¿ there was no report of injury, medical intervention, or hospitalization for the patient. This event caused a 5-minute delay, and then a werewolf rf probe from smith and nephew was opened to complete the procedure. This report is being raised on the basis of injury due to component assumed to have been left in patient.

Manufacturer narrative:
Customer event was confirmed based on photographic evidence. Examination of the returned used device found the electrode detached from the probe tip. Detached electrode was not returned per evaluation. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. There was two complaints for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 25 complaints, regarding 28 devices, for this device family and failure mode. During this same time frame 169,207 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0002. Per the instructions for use, the user is advised do not use the probe for mechanical displacement of tissue, damage to the probe may occur. Maintain the probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Care should be taken in procedures that may cover the probe return electrode. Do not activate the probe while any portion of the active or return electrode is in contact with another metal object, including the scope; localized heating of the electrode and the adjacent metal object may result in product damage and/or injury. Do not bend probe shaft or alter the device in any way, damage to the device may occur and or injury. This issue will continue to be monitored through the complaint system to assure patient safety.